Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a spouse of this female peritoneal dialysis (pd) patient contacted fresenius technical support for drain complication encountered. During the call it was reported the patient was seen at the clinic that day and diagnosed with peritonitis. The spouse also reported seeing fibrin and cloudy effluent. Attempts to obtain additional information were unsuccessful. No further information related to the peritonitis is available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this peritonitis event. Although the cause of the peritonitis was not confirmed, the culture result of staphylococcus suggests a breach in aseptic technique as the majority of pd-related peritonitis results from touch contamination with staphylococcal species as the most common pathogens. The pathogens are most commonly found to colonize on human skin and hands. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported a spouse of this female peritoneal dialysis (pd) patient contacted fresenius technical support for drain complication encountered. During the call it was reported the patient was seen at the clinic that day and diagnosed with peritonitis. The spouse also reported seeing fibrin and cloudy effluent. Attempts to obtain additional information were unsuccessful. No further information related to the peritonitis is available.